Event description:
It was reported to philips that the device would reboot during the charge cycle of operational testing. It was noted that the device would display an install battery message when testing was attempted. There was no patient involvement.